Event description:
During radical prostatectomy ethicon stapler malfunctioned. Upon firing, the staples were only deployed half the length of the cartridge, but cut the entire length. Additionally, the handle snapped off of the gun.